Manufacturer narrative:
H6 - adverse event problem, component code updated from g01003 to g03001 the field service representative (fsr) was dispatched due to smoke and fire coming from the cable of the alinity I, serial number (B)(6). During troubleshooting, the fsr found the module power cable, nema c19 to l6-20, 15 foot lengt was burned/charred. The fsr replaced the module power cable, nema c19 to l6-20, 15 foot lengt which resolved the issue. There were no injuries to personnel reported. The service history of the (B)(6)service history revealed no additional issues of smoke and charring/burning from a part reported on the (B)(6). A review of trending data associated with the module power cable, nema c19 to l6-20, 15 foot lengt did not identify any trends. A review of tracking and trending did not identify any trends for the alinity I processing module with regards to the current issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6)or the module power cable, nema c19 to l6-20, 15 foot lengt was identified.

Event description:
Visible smoke was observed coming from the cable connected to the alinity I processing module. There were charred marks on the back of the alinity instrument. There was no reported impact to analytical patient results or user safety.

Event description:
Visible smoke was observed coming from the cable connected to the alinity I processing module. There were charred marks on the back of the alinity instrument. There was no reported impact to analytical patient results or user safety.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.